Event description:
Information received by medtronic indicated that the customer reported that the pump had a random no-delivery alarm while priming and multiple rewinds. It was reported the pump was unresponsive. No additional details were given. Troubleshooting was not performed. The no-delivery alerts were resolved by set, reservoir, or complete set change. No harm requiring medical intervention was reported. The customer continued using the pump and it will not be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. All buttons operated properly, prime/fill operation functioned correctly, no rewind errors occurred, and the insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2024 there were four (4) no delivery (insulin flow blocked) alarms, listed below: on (B)(6) 2024 09:21:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. On (B)(6) 2024 09:31:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. On (B)(6) 2024 09:32:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. On (B)(6) 2024 09:36:29 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. The pump passed all functional testing. Insulin flow blocked alarm complaint, rewind anomaly, prime/fill anomaly, and unresponsive keypad are all not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.